Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload loaded in the device. The reload was received fully loaded with staples and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. Although the clamping mechanism was found to be in good condition, it is possible that the broken pieces of the firing trigger jammed the clamping mechanism. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Response: the procedure was for a laparoscopic appendectomy. The primary issue was that the trigger handle would not open and or close smoothly. The physician tried multiple times to engage the trigger and to release but it kept sticking. He even used another instrument to pry it to the open position and then it would not release. After multiple attempts he discarded the item and we replaced it with an energy device to complete the surgery.

Event description:
It was reported that during an unknown procedure, physician tried multiple times to get the item to properly operate with no success. Case completed with another device of the same product code. There were no patient consequences reported.